Event description:
It was reported that the customer's insulin pump had a blank display. When she changed the battery, the customer received an unexpected restart alarm. However, her insulin pump had another blank display. The battery did not last more than one week. Her blood glucose level was 215 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Sensor was not received with pump. Unable to confirm the unexpected restart, unexpected restart alarms, and low battery alerts due to blank display. Unable to perform displacement test, pump self test, off no power test, and operating currents measurement due to blank display. Blank display due to severely corroded battery tube and battery cap contact noted. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.